Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation of the device a service required alarm condition was observed. The device's interface board was replaced to address the issue. Additionally, the device's keypad was physically damaged and was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.

Manufacturer narrative:
The manufacturer previously reported the become aware date of 01/13/2025. This report is being sent to correct the become aware date to 01/20/2025. The due date and the date received by the manufacturer have been updated to reflect the change.